Event description:
A nurse reported the system kept displaying a system message while in phaco mode. The nurse replaced the handpiece, tip, and cassette without a change in results. The system was switched out and the case was completed. There was a 15 minute delay. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was tested and met all product specifications. (B)(4).